Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 289 mg/dl and 94 mg/dl. On (B)(6) 2018 customer reportedly received the following results on the aviva system within 10 minutes: hi mg/dl (which on the system indicates a result in excess of 600 mg/dl) and 186 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.